Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to abrasion while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead was observed to have blood ingression.

Event description:
It was reported a remote monitoring transmission indicated there were marked changes in the percentage of bi-ventricular pacing, the ventricular rate and the number of premature ventricular contractions (pvc) per hour. Following, an electrogram was requested via the remote monitoring system and right ventricular (rv) lead noise was seen. The patient was then seen in the clinic and re-programming was performed by "turning the lead off." This was followed by admitting the patient to the hospital and "deactivating the tachycardia function of the device." It was later reported the lead was removed. No patient complications have been reported as a result of this event.